Event description:
Reporter initially indicated that the patient's device was being explanted due to lack of efficacy. The patient's family member reported that there was never any efficacy from the start. Analysis of returned product revealed a break in the one of the lead coils.